Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was reported, and the patient will continue to be monitored. There were no patient consequences reported.